Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel transection procedure, the device was fired, but had a staple line failure. In order to resolve the issue, another reload was opened at the time the leak was noticed and was re-fired. No patient injury.